Event description:
It was reported that the patient had a biozorb implanted on (B)(6) 2015. Approximately 16 months after implantation the patient presented with redness and was treated with keflex. Five days later the patient presented with the biozorb eroding through the skin and the device was removed (B)(6) 2016.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.